Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately 5 years post index procedure, a type ia endoleak was observed. The patient was treated on the same day with the implantation of an endurant 32 x 32 x 49 aortic cuff, and the endoleak was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.